Manufacturer narrative:
It was confirmed that the product is a purchased unit currently stored at the medical institution and therefore could not be retrieved for inspection or evaluation. The complaint report also indicated that the device has been in use for approximately seven years since its initial installation. A review of the complaint history for the past three years identified no similar reports, with only one comparable case reported four years ago (in 2022). Based on the available information and investigation results, it is presumed that the reported issue is most likely related to dirt accumulation or component deterioration associated with long-term use of approximately seven years. However, since the product was not available for physical inspection, the root cause could not be definitively determined. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened. Based on the information provided and/or service performed, it was confirmed that the unit did not meet product specifications, and it was determined that the o2 manifold kit was the likely cause of the reported issue. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened. Based on the information provided and/or service performed, it was confirmed that the unit did not meet product specifications, and it was determined that the o2 manifold kit was the likely cause of the reported issue. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened. Based on the information provided and/or service performed, it was confirmed that the unit did not meet product specifications, and it was determined that the o2 manifold kit was the likely cause of the reported issue.

Event description:
Philips received a complaint by the hospital on the v60 indicating that the o2 manifold kit is faulty. Reported that there is no abnormality in the v60 and that the manifold part could be faulty. It was reported there was no patient involvement at the time the issue was discovered. Investigation ongoing.